Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). A surgical procedure was performed in which the previous 4 cm cuff was replaced with a 5 cm cuff due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The cuff was replaced because it was too small and caused urinary retention to the patient.